Event description:
It was reported that patient device was "shocking the crap of her" and not working at all and happened 4 days prior to call. It was noted that patient was up in the middle of the night and her husband turned her device off and she was still getting some shocking. The stimulation was lowered to 1/2 the strength and she was still getting shocked. The indicated that the shock sensation was in the inner part of the patient's leg and vagina. The patient was now with device off and was not having much of a leaking problem. The reporter indicated that patient had an electromyogram on her face and was jumping up and down from the test itself. It was also mentioned the patient could not get near a vacuum with her implant because she felt an uptick in paresthesia when she was around a vacuum cleaner. Reported indicated that they told "them" about this with in the 1st 3 months of having the device. It was indicated that a couple months ago the device was helping too much or not enough. The reporter mentioned that they have been on 2 different programs and no difference in symptoms over the last month. It was noted that the shocking/jolting sensation his wife had felt since having a myogram a couple of weeks ago. The patient has tried turning the neurostimulator (ins) off, but she still perceived a shocking sensation in the intended area of paresthesia (bicycle seat area). The reporter would like to meet with manufacturer representative to discuss leakage, susceptibility, and the semiconductors, among other things. The reporter main concerns seemed basically to be that he was not sure, based on the design of the device, that the ins was robust enough to withstand a myogram on the patient¿s face. They injected a small amount of voltage and might have gone into the arm, and possibly the leg after studying the face. The reporter was concerned that this injected voltage was enough to cause the latent stimulation issue. A day later the reporter reiterated his story that patient was getting shocked about 3 days ago when stimulation was off and wanted to know why. The patient needed a brain MRI for parkinson and hcp told her she could not have MRI. The patient was supposed to have eye lid surgery but had to cancel it. It was stated that emi interference with mylogram that patient had. It was indicated that patient "jerk around like a monkey" a month ago when having a test done. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information received from the consumer reported a shock from vacuuming. The event date of this was unknown.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0anz7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).